Event description:
It was reported that the lead had a bent helix. The lead was never implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.